Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue returned, which they acknowledged and understood.